Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) stated that the patient told them that when they moved into a certain position they felt like the stimulation was off. When they applied pressure to the skin over the ins, they felt the stimulation come back on. Impedances were ran and 8, 14, and 15 were showing greater than 10,000. The patient was programmed on only one of those three and reprogrammed so that none were active. The patient spent time with this program at the time of the appointment and the patient was getting good coverage still. The rep was to follow-up with the patient in the future. It was noted that the patient had the sensor activated on the day of the report. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.